Manufacturer narrative:
G4: 05feb2020. B4: 06feb2020. The data acquisition (da) board was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the value displayed on the unit was -1.02 (hpa) hectopascals when the proximal pressure setting was zero (hpa). There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the data acquisition (da) board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.